Manufacturer narrative:
The device history record for the reported serial number: (B)(6) in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The investigation concluded per customer comment, an image of the tracing of the incident was provided by the customer to avanos. The avanos corview cross-functional team reviewed the provided tracing and agreed that provided tracing showcased tracing enters upper-left quadrant of monitor unit (mu) screen and that tracing did not follow typical placement pattern in any view (anterior or lateral). Images of the optimal tracing pattern (in each view) that should be displayed on mu screen are provided in cortrak 2 eas quick reference guide, operating and troubleshooting tips, and operator¿s manual. Additionally, the user reported that during the placement, the physician ¿met resistance.¿ the cortrak 2 eas quick reference guide has a warning that states, ¿if tube deviates from vertical midline, respiratory irritation or distress occurs, or resistance is met, stop insertion and immediately withdraw tube. Re-assess the patient and notify physician per institution protocol.¿ in the cortrak 2 eas operator¿s manual, there is a warning that states, ¿withdraw the tube immediately if any resistance is encountered during the placement, as this may indicate passage of the tube into the trachea.¿ the cortrak 2 nasogastric/nasointestinal feeding tube with electromagnetic transmitting stylet instructions for use also has the warning, ¿withdraw the tube immediately if any resistance is encountered during the placement, as this may indicate passage of the tube into the trachea.¿ based on the investigation findings and the complaint noting the physician met resistance, and that none of the views displayed into either tracing showed a typical placement pattern; it was determined the root cause of this incident was "user: incorrect use". All information reasonably known as of 06-jul-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
Investigation findings/no code available: usage problem identified. All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
H6: health effect - clinical code: lung placement. The actual device is reported to be available but has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of (B)(6)2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
It was reported the "user was placing cortrak at bedside, she placed tube at 56cm then met resistance, pt did not appear to have any distress/coughing. Lateral view showed major dip: smiley face" to indicate it was esophageal, however anterior view was straight down with a slight deviation toward the right midline. The rn stated that orogastric tube (ogt) was at 50 cm with the tube feeding infusing prior. The decision to stop advancing and get a kub x-ray was made. Kub x-ray showed lung placement with no injury, no pneumothorax, and tube was pulled. User is concerned that this machine is not correlating with x-ray. This machine has also been showing error code "critical error" and shutting down right away. They have deleted old placements to free up memory, and it is still occurring." Additional information received 20-apr-2023 stated the date and time of event was (B)(6)2023 at 11:30am. Occurred in the right lung, tracing stayed in the middle until close to midline (tube direction did not change until ~ 50-55cm). The registered nurse stated the ogt was only at 50cm and feeding patient. The patient was intubated at time of tube placement. Based on user facility policy confirmed cortrak device/ x-ray confirmation, any concerns- always obtain x-ray. There was no reported injury. At 12:30pm/1-hour later removed. Patient extubated and tube replaced at 14:30pm. The same tube type was used but, different cortrak machine used. Again, patent is stable, no injury.